Event description:
Intra-aortic balloon pump (iabp) in place, began alarming. Could not locate problem but balloon not pumping. Ia balloon changed. On 9/13 found to have helium leak. Despite balloon change, pt had cardiac arrest and expired less than two hours later.